Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified cartridge damage, interrupting insulin delivery. Customer¿s blood glucose (bg) was between 350-380 mg/dl. Reportedly, a new cartridge was loaded to address the issue.